Event description:
As reported, after removal it was observed that the balloon on a 7mm x 10cm saber percutaneous transluminal angioplasty (pta) balloon catheter had a hole in it. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.